Manufacturer narrative:
(B)(4). Additional information: ratchet pawl spring. The analysis results of the el5ml device found that it was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon cycling, the instrument was noted to be empty and the lockout mechanism was noted to be non-functional. In order to evaluate the condition of the internal components the device was disassembled; upon disassembling, the ratchet pawl spring was found to be out of position; it is known from the history of the device that this condition may lead to feeding issues and clip malformation. However, no conclusion could be reached as to what may have caused the ratchet pawl spring to be out of position.

Event description:
It was reported that during a laparoscopic colectomy, the clip did not come out though the device functioned as intended at the first several firings. After that, when the trigger was grasped again, two clips came out at a time. One of them was formed teardrop shaped. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.